Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician place a taxus express 2 3.0x20mm drug eluting stent to the > 70% stenosed lesion located in the noncalcified, not tortuous mid, circumflex (cx) artery. The lesion was pre-dilated with a 2.5x15mm maverick balloon. The stent was deployed successfully for 31 seconds at 11 atms. Angiomax was used during this procedure. No patient injuries or complications were reported. Fourteen days post procedure, the patient presented with chest pain and myocardial infarction (mi). The previously placed stent in the mid cx was 100% occluded with thrombosis. The thrombosis was treated with angioplasty and a 3.0x18mm bare metal stent was placed. Medications used during this procedure include; heparin, reopro and fentanyl. No patient injuries or complications were reported. The patient stated that "he was not taking plavix".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.